Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed a breakage in the surface of the pebax. The helix was also found to be broken. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Resistance of the sensor pads on the printed circuit board (pcb) was measured, and the results were found out of specifications. Dissection at the tip area identified an open circuit. Further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device lot number 31723081l and no internal action was found during the review. The force sensor error reported by the customer was confirmed. The damage on the pebax is unrelated to the failure reported by the customer. The potential cause of the pebax damage could not be determined. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the johnson & johnson medtech quality system. Corrective and preventive actions are being performed to address process opportunities related to adhesive issues and also to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a breakage on the surface of the pebax and a broken helix as well. During the procedure itself, there was a error 106 (force sensor error) displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.